Event description:
It was reported that during a laparoscopic biliary exploratory procedure the trocar was leaking when a 5mm scope was inserted into the trocar. Three additional trocars were pulled and all three were leaking pneumo. They could not maintain pneumo due to the leaking trocars and could not complete the procedure. The procedure was changed to another procedure but the rep does not know how the procedure was changed. There was no patient consequence. All four of the devices were discarded. (B)(4). Additional information was requested to inquire about the procedure change, but no further details have been provided to date. If additional information is provided, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.